Event description:
It was reported that the controller showed a "replace controller" alarms signal. The controller was exchanged and log files were provided from before and after the exchange. The log files confirmed a controller fault on 17mar2023 due to a backup battery circuit fault. The event log from the new controller showed the pump was operating at 4900 rpms and there were no other issues reported. The alarms resolved with the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter phone number: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted ((B)(6)) and downloaded ((B)(6)) for review. A review of the log files showed overlapping events spanning approximately 18 days (01mar2023 ¿ 17mar2023, 21apr2023 per timestamp). Events occurring on 21apr2023 were recorded during testing at abbott labs. The log files captured a controller fault alarm due to a backup battery test circuit fault (B)(6) 2023 from 13:43:27 until the controller was put into sleep mode after being exchanged (captured at 16:05:37). The backup battery test circuit fault occurred due to the unloaded backup battery voltage being measured above the acceptable voltage. The alarm activated due to the unloaded backup battery voltage being measured above the acceptable voltage. The alarm occurred after a backup battery load test. When the alarm first activated, the unloaded voltage measured 12.549 v, which is above the acceptable voltage of 12.5 v. The driveline was disconnected on (B)(6) 2023 at 16:03:52 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was functionally tested and operated in a mock circulatory loop for an extended duration; however, the reported event could not be reproduced. Additional information provided on 24mar2023 stated that the alarm resolved after exchanging the controller. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook section 2 ¿how your heart pump works¿ and heartmate iii instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.